Event description:
It was reported by service report that the power cord ground pin was missing, nurse call cable cut/inner conductors exposed. No patient involvement or adverse consequences are reported.